Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was discomfort when reconnecting ventilator as there was a leak despite well-inflated balloon and well-cleaned non-windowed inner lining: loss of volume on ventilator, leak noise and ability to speak. Change of inner liner: improvement for 2 min, then there was a recurrence. There was patient involvement and no harm reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated sample 10009158-003 blu deht fenes. Trachy tube 7.5mm s/assy and two non-fenestrated inner cannulas 10001519-001 laser mark s/assy cannula laser mark non-fen thin wall inner 7.5mm were returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.